Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power up. The cause of the problem was isolated to sram processor u1000 on the computer/analog board. The u1000 component was shorted. The root cause for the shorted u1000 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) to zoll manufacturing corporation. A distributor service representative reported that the monitor was not powering on.